Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that visual inspection found the bi-lumen tubing voided. Performed destructive analysis and confirmed that the distal coil's insulation and the rv cable coating breached in vivo./ clavicle rib crushed. The inner insulation breached causing the distal and the rv conductor shorting together. No conductor fracture was observed.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic) and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.